Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6fr sheath in the right common femoral artery. During the deployment, it is unclear if proper tension was held on the device. Following the deployment, the pt experienced pain, discoloration and absent pulses in the affected area. An arterial occlusion was confirmed and treatment consisted of surgical intervention and was successful. The event was resolved and no further complications were reported.